Manufacturer narrative:
Correction in section b2 and h1.

Event description:
New information notes that there were no problems and the patient has been discharged.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that on (B)(6) 2020, the patient developed heart failure during the procedure. Surgical termination. The leads were not used. The patient is stable. Related manufacturer reference number: 2017865-2021-08969.